Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low blood glucose levels around 20 mg/dl. The customer reported passing out, waking up, and then having to crawl to the kitchen for juice. The customer is unsure if they delivered the insulin or if the insulin pump malfunctioned. The customer also reported having to change the batteries more frequently. The customer did not return the product for analysis.